Manufacturer narrative:
Battery has not been returned for investigation. A supplemental report will be filed if it is returned. No adverse event reported.

Event description:
Customer reported that: "batteries passed the tests on the autopulse charger but when used during a call, the batteries lasted only 10 minutes each. The crew reverted to manual CPR when batteries failed." No adverse event reported.